Event description:
The reporter did meter to lab comparsion tests, fasting, about an hour apart. The results were 152mg/dl on reporter's meter, and 218mg/dl on the lab test. Reporter did not have any symptoms. During troubleshooting, it was determined that the reporter has been using expired test strips. A control test was done using new test strips and control solution, with results that were in range. No harm was alleged.